Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported that the pipeline did not release from capture coil. The patient was treated for 2 saccular aneurysms located on right side internal carotid artery. The vessel was tortuous. There was mild friction during delivery. The physician rotated the pushwire 6-7 times to deploy the pipeline, however it did not come off of the capture coil. The physician removed the device with the microcatheter. The vessel tortuosity was the primary problem that caused the pipeline to stuck in capture coil. The patient was treated with a longer pipeline device successfully. Angiography post procedure looked good. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed. The pushwire was returned for evaluation without the pipeline as it was lost. No defects were found with the tip coil and proximal bumper. The capture coil was found to be damaged. No other anomalies were observed. Based on the above findings, the customer's report could not be confirmed. The cause for the experience reported could not be determined as the pushwire was returned without the pipeline. It is possible that the damaged capture coil and tortuous anatomy may have contributed to the reported issue subsequently causing the pipeline to be stuck in capture coil. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per pipeline IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.